Manufacturer narrative:
Fractured pieces of the returned screw were returned inside osseotite® tapered certain® implant 4 x 13mm (int413) for investigation. Visual inspection of the as returned product identified that the implant is badly worn from removal and a the implant appears to have been trephined out. The internal drive feature is confirmed to contain the reported screw (ilrght), which was too badly damaged to be removed. No pre-existing conditions were noted on the per. The reported device was used for approximately 4 years. DHR review was completed for the subject lot number (1186622-cn). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1186622-cn) for similar cause and 2 other complaints were identified. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event(s) (screw fracture) or device(s) (ilrght). Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. The most probable cause for the event is patient parafunction over the course of 4 years. The following sections have been updated: (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient weight: not provided. Initial reporter fax number: not provided. PMA/510(k) number: k072642.

Event description:
It was reported a fractured screw (ilrght) inside the implant. Screw could not be removed; therefore, implant was removed. Tooth location 14.